Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cut up mouth [mouth injury]. Lost a filling [device damage]. Back of toothbrush head fell out while using it [device breakage]. Case description: consumer sent e-mail stating the back of the toothbrush head fell out while using it. No serious injury was reported.